Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis, a leak from the film on the cassette was identified. Upon closer inspection of the device, a pinhole was observed in the film. No other damage was found. The device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the pinhole identified in the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient had received a supply bag lines are blocked alarm during dwell one of the treatment. The patient ended their treatment and then noticed fluid leaking from behind the cassette door. At this point, the patient contacted ts to report the fluid leak. The ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The cause for the leak was not known. A new cycler was issued to the patient. Upon follow up with the pdrn, it was reported that the patient did not complete their treatment. However, the pdrn confirmed the patient was trained and is able to perform stat drains, as well as manual pd therapy if needed. The pdrn stated that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was reportedly available to be sent back to the manufacturer for physical evaluation. The cycler was also available to be returned to the manufacturer for evaluation.